Event description:
Boston scientific received information that the patient with this right ventricular lead was experiencing syncopal episodes. The patient was seen in the ER where a pause in pacing of approximately 3-4 seconds was noted. Isometrics were not able to elicit any noise. There were no stored episodes that correlated to the patient symptoms. Thresholds were noted to be normal. Pacing threshold tests were performed; the patient was symptomatic with loss of capture during testing. A review of the patient's remote home monitoring data showed a stored episode of noise, oversensing and what looked like to be greater than two seconds of pacing inhibition. The patient underwent a revision procedure where the lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.